Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity rx coronary drug-eluting stent, inflation difficulties were encountered during balloon inflation. The lesion being treated was mildly tortuous, mildly calcifed in the proximal left main (lm) coronary artery. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Excessive force was not used during delivery. The issue occurred on the third inflation. The stent was not successfully placed as the balloon did not inflate as expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there was zero inflation of the balloon. The same inflation device was used successfully with other devices. The stent was not implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned for evaluation. Using an indeflator with pressure gauge it was attempted to inflate the balloon to its nominal pressure of 9atms, and its rated burst pressure of 16atms, but the balloon would not inflate indicating a blockage of possibly crystalised saline in the inflation lumen. The device was left in warm water overnight in order to dissolve any crystalised saline, but this was unsuccessful and the balloon could not be inflated. A visual inspection could find no issues with the device indicating that any blockage must be inside the hypotube. Correction: annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was appropriately positioned at the target lesion site however the stent failed to deploy at nominal pressure and was not successfully placed as the balloon did not inflate as expected using the indeflator. Correction: inflation pressure of 3 atm was applied when the issue occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.